Event description:
The customer reports that they are unable to advance the guidewire due to the guidewire kinking while being inserted. Multiple "pokes" for the patient were made that were not necessary as all attempts were successful. Femoral arterial line was placed. The patient's condition is reported as "fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that they are unable to advance the guidewire due to the guidewire kinking while being inserted. Multiple "pokes" for the patient were made that were not necessary as all attempts were successful. Femoral arterial line was placed. The patient's condition is reported as "fine".